Manufacturer narrative:
(B)(4). The returned device was evaluated and no root causes could be identified. Device history record (DHR) was reviewed and no discrepancies were found. According to the available data, the exact root cause of the event cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer was not entering into the cartridge.